Event description:
It was reported that the pta balloon ruptured during inflation. There was no reported retraction difficulty. There was no report of pt injury associated with this event.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The investigation is confirmed for inflation issues, as the device was unable to inflate. As the device was unable to inflate, the balloon could not be functionally tested for a pinhole rupture. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. It is unk why the balloon would not inflate during the eval. It is possible that dried saline and/or contrast present within the catheter and balloon contributed to the inability to inflate the balloon. The conquest instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.